Event description:
The customer reported the system needed calibration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a dosage calibration and adjusted the camera iris. System operates as intended. (B) (4)